Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
The customer reported low oxygen supply. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.

Manufacturer narrative:
Date rec¿d by MFR: 30sep2019. Date of report: 01oct2019. The manufacturer¿s international service technician confirmed the reported issue. Tidal volume is not appearing. The manufacturer¿s international service technician reset the esys cartridge & diaphragm and ran (short self-test/extended self-test) sst & est test to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported low oxygen supply. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.